Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the viewing station of the imaging system din rail fuse was open and that the power cord of the viewing station operated as designed. It was reported that the din rail fuse was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not power on when connected to a known operational outlet. It was noted that multiple outlets were tested. In addition, the line power light was not illuminated. The site opted to use a c-arm for subsequent procedures. There was no patient present when this issue was identified. No additional information was provided.